Event description:
It was reported that oversensing of lead noise resulted in inappropriate atp therapy. Clavicular crush was suspected. Fluoroscopy revealed an insulation abrasion. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicates that the lead was fractured.

Manufacturer narrative:
External insulation abrasion was noted at 26.8-27.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location. Insulation and conductor damage was found at 30.6-31.1cm from the distal tip, consistent with clavicle crush damage. The etfe coating of one sensing conductor was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise and inappropriate therapy. No evidence of a lead fracture was observed.